Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the bile duct and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure performed on november 2, 2023. During the procedure, the technician bowed the device and performed sphincterotomy; however, the cutting wire of the dreamtome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device inside the patient was provided by the customer and showed the cutting wire was broken.